Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was inaccurate by 10 minutes, cause was unknown. Customer corrected the time to resolve the issue. There was no reported impact to the customer's blood glucose level.